Event description:
During a pericardiocentesis procedure performed in a hosp, the complainant reported that the core of the guide wire separated from its coiled section while the clinicain was removing the guide wire from the catheter. A small incision at the puncture site was required to remove the catheter and guide wire from the pt. The event did not result in injury or harm to the pt or end-users.

Manufacturer narrative:
Device return is anticipated. A failure investigation will be conducted. Once add'l info is available, it will be included in a f/u to this report and forwarded. Device eval anticipated, but not yet begun. No conclusion can be drawn. Note: merit's sales rep in another country failed to report this event promptly to merit's return goods authorization dept; resulting in a delay in filing this rpeort.